Manufacturer narrative:
(B)(6).

Event description:
It was reported that a versajet handpiece was cutting into the patients skin deeper than normal. The device was replaced and replacement worked correctly.